Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported by the patient's diabetes specialist that the patient's accu-chek aviva combo meter lost bluetooth communication with the accu-chek spirit combo insulin pump which resulted in hyperglycemia. The diabetes specialist initially contacted the sales representative via email on (B)(6) 2022 to report that the patient was in hospital due to a problem with the insulin pump and the meter resulting in hyperglycemia. The diabetes specialist, who called later on behalf of the patient, reported that the patient arrived in the health professional unit in the morning of (B)(6) 2022 with a blood glucose level of 452 mg/dl and confirmed that the bluetooth connection between meter and pump was not functional. According to the diabetes specialist, the patient apparently was trying to administer a bolus via the aviva combo remote control to the pump and the bolus could not be delivered due to the bluetooth malfunction. The diabetes specialist referred the patient to the hospital in order to control the blood glucose values. After the patient arrived in the hospital she was brought to the intensive care unit where she was treated with insulin. At the time of the call ((B)(6) 2022) the customer was in a stable condition and according to the information received she could be discharged on (B)(6) 2022.

Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.